Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. No rewind anomaly noted during testing. Analysis was unable to complete functional test including occlusion test, prime test or excessive no delivery alarm test due to compromised force sensor system alarm. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they received compromised force sensor system alarm. The customer's blood glucose was 640 mg/dl at the time of incident. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.